Manufacturer narrative:
E1: reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer reporting a touchscreen defect on the v60 ventilator. The customer did not provide device usage; it is unknown if the device was in clinical use at the time the issue was identified. No harm or other patient or user impact was reported. The customer requested a quote for part replacement. A philips remote technical support specialist (tss) verified this was a part request for a defective touchscreen. The tss provided the customer who is trained on the v60 devices the requested details for the touchscreen replacement for part ordering. The touchscreen was provided for customer repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.